Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she gave a bolus and the insulin pump had a black screen and her blood glucose was not coming down and she gave another bolus and she got a yellow screen. The customer's blood glucose level was 262 mg/dl. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.